Event description:
It was reported that during implant attempt, despite multiple locations attempted, the lead would dislodged immediately after fixation. Upon removal, tissue was noted in the helix. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found, but blood was noted on helix; full lead returned and analyzed.